Event description:
On (B)(6) 2015, an e-mail was received from the (B)(6) informing us of an injury reported to them related to 1-day acuvue trueye contact lens (cl). The patient (pt.) Reported being a long-time contact lens (cl) wearer. The pt reported he/she experienced intense eye soreness, light sensitivity and shooting pain in the right eye.¿ the pt reported after 1 month of multiple visits to the eye care professional (ecp) the pt was diagnosed with acanthamoeba keratitis after contact lens wear in the shower. The pt reported that he/she was never informed that he/she should never shower while wearing contact lenses. The pt reported that ¿it took 8 months to heal.¿ the pt advised that the event happened (B)(6) 2014. The pt advised that the suspect cl was discarded. The lot # is unknown. Multiple unsuccessful attempts have been made to the pt to obtain additional information. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4).